Manufacturer narrative:
The device was received in bvvi mode. The device image indicated the device triggered bvvi due to a defective xena ic (u2). Product code was reloaded to recover the device from bvvi mode and to perform further testing. Vibration cycle test was performed and was able to reproduce the reported event. Product code reload was now unavailable and further testing could not be performed. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of an unknown backup was confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation, upon interrogation while in the box, the device was found in back-up mode. The device was not implanted and there was no patient involved.